Event description:
The customer reported to have obtained accutni results above the acute myocardial infraction (ami) cut-off on from one patient sample generated on the unicel dxi 800 access immunoassay system. The result was reported out of the laboratory and the affect to patient, if any, is unknown at this time. Using an alternate methodology, the customer obtained accutni results below the ami cut-off. Service was not dispatched for this event; however the sample were submitted to customer product line support (cpls) for additional testing. Cpls first repeated customer's tni results. Dilution test results did not allow to detect interference since the test was linear. Heterophile testing did not allow to detect interference since none of the blockers used were able to modify the signal. The chromatographic analysis showed that elution fractions corresponding to the molecular weight of 50 kda (atni molecular weight) were tested on the access assay and were found highly reactive for accu tni. Alternative testing confirmed the access results. Cpls did not find evidence of a defective reagent in their investigation.

Manufacturer narrative:
Add the following verbiage: the first sample from the patient was lithium heparin plasma. The second sample from the patient was edta plasma.

Manufacturer narrative:
Cpls did not find evidence of a defective reagent in their investigation.

Event description:
The customer reported to have obtained accutni results above the acute myocardial infraction (ami) cut-off on from one patient sample generated on the unicel - dxi 800 access immunoassay system. The result was reported out of the laboratory and the affect to patient, if any, is unknown at this time. Using an alternate methodology, the customer obtained accutni results below the ami cut-off. Patient results are provided. Service was not dispatched for this event; however the sample were submitted to customer product line support (cpls) for additional testing. Cpls first repeated customer's tni results. Dilution test results did not allow to detect interference since the test was linear. Heterophile testing did not allow to detect interference since none of the blockers used were able to modify the signal. The chromatographic analysis showed that elution fractions corresponding to the molecular weight of 50 kda (atni molecular weight) were tested on the access assay and were found highly reactive for accu tni. Alternative testing confirmed the access results. Cpls did not find evidence of a defective reagent in their investigation.